Event description:
Patient suctioned with closed suction catheter device to trach tube. Closed suction catheter became detached while suctioning and was retained in the patient's trach tube. Catheter was manually removed from trach airway. The affected lot # was removed as well as the device in question. No harm to patient, however the catheter became detached from the body of the device which can pose potential harm to a patient.